Event description:
It was reported that the package seal was broken. During preparation of a 2.5mm x 20mm quantum maverick balloon catheter, it was noted that the seal of the aseptic packaging was broken. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of a quantum maverick balloon catheter with the shelf box and pouch. The packaging was open but there was no damage found to the box, hoop or pouch. The hypotube was separated 75cm from hub, the separated ends were ovaled indicating that the hypotube was kinked prior to separating. There were numerous kinks throughout the catheter. The balloon was tightly folded indicating the device was not pressurized.

Event description:
It was reported that the package seal was broken. During preparation of a 2.5mm x 20mm quantum maverick balloon catheter, it was noted that the seal of the aseptic packaging was broken. The procedure was completed with another of the same device. No patient complications were reported.